Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, long bipolar grasper (lbg) jaw was broken. The customer used a backup lbg instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was fragment falling inside the patient¿s anatomy. The customer did not observe any instruments collision. The fragments were removed in the same procedure using laparoscopic instrument. No addition surgical procedure was performed to remove the fragment. Post-operative tests like x-ray and ultrasound were not performed. The customer stated that there was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one of the grip tips broken. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.